Event description:
It was reported that the patient had a bladder infection for 3 days, notified her managing hcp (health care professional) and was taking antibiotics. A loss of therapeutic effect was reported. The patient had only had the interstim for 3 weeks, but "in the beginning it had been much better." No stimulation sensation together with loss of bladder control were also reported. The night prior to the report and 2 nights prior she had not been able to make it to the bathroom in time and was "soaking wet," had to put a new pad on, and new underwear. It was stated this had happened 3 times the night before the report. It was also noted that "what threw everything off was the bladder infection." It was stated she was on program 1 at 2.1v at the time of the report and it was confirmed she could see "the stim on lightning bolt icon." The patient could not feel any stimulation. The patient increased stimulation from 2.1v to 3.1v and it was stated she didn't feel stimulation as much when she was sitting down in comparison to standing. The patient then decreased stimulation to a more comfortable level and could feel stimulation sensation between her vagina and her upper leg. It was stated she would continue trying program 1 for the time being. Almost one week later it was reported that the patient never had therapeutic effect and did not feel stimulation at the time of the report. Stimulation in the wrong location was reported. It was stated that she "could not find the right spot for the stimulator where she had to get her meter set." It was noted that "sometimes it went on the cheek, sometimes it went on the legs and it moved around but it should be feeling like she was sitting on a bicycle." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, product type programmer, patient; product ID 3889-28, lot# va087kx, implanted: (B)(6) 2013, product type lead. (B)(4).